Event description:
This is report 1 of 2 for the same event: it was reported that during a spinal fusion fixation surgical procedure, it was discovered that when in use, it was observed that the bearings rattled on the attachment device . It was further reported that the device was in use with a motor device which had a hole on the outer hose. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the pins did not fit into the fixture, the hose had a hole in it and the housing and swivel have rotational movement. Therefore, the reported condition was confirmed. It was determined that the pins did not fit and the housing had rotational movement because of loctite deterioration. The device showed signs of damage that was caused by the sterilization process/immersion during cleaning, which was failure to follow the directions for use. The hole in the hose was from allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.